Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the aft suction tube clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the aft suction tube. In addition, our technician confirmed that the lcb distal cover glass cracked, and the bending rubber stretched; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Operation/suction channel clogged.